Event description:
On (B)(6) 2025, it was reported that a computed tomography contrast examination was performed from the cv port. Contrast leakage was allegedly confirmed in the neck during contrast imaging. When the image was checked, it was confirmed that the catheter had broken. As the tip of the broken catheter had reached the coronary vein, the catheter was retrieved as an emergency measure. The port body was also retrieved at a later date, and it was confirmed that there was no defect. Subcutaneous leakage of contrast was noted from the neck.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On 30 may 2025, it was reported that a computed tomography contrast examination was performed from the cv port. Contrast leakage was allegedly confirmed in the neck during contrast imaging. When the image was checked, it was confirmed that the catheter had broken. As the tip of the broken catheter had reached the coronary vein, the catheter was retrieved as an emergency measure. The port body was also retrieved at a later date and it was confirmed that there was no defect. Subcutaneous leakage of contrast was noted from the neck.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter in two segments were returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete compound break was noted at the distal end of the attached catheter that was elliptical in shape. The distal catheter segment returned measured approximately 14.2cm in length. A complete compound break was noted on the proximal end of the distal catheter segment that was elliptical in shape. The edges of the complete compound break on the distal end of the attached catheter were noted to be jagged. The surface was noted to be granular in one region and round and smooth in the other region. Small splits were noted on the border of both regions. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be jagged. The surface was noted to be granular in one region and round and smooth in the other region. Small splits were noted on the border of both regions. Therefore, the investigation is confirmed for the reported fracture, material separation, leak and identified deformation and wear issues. However, the investigation is inconclusive for the reported migration as the exact circumstance at the time of the reported event was unknown. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.